Event description:
A malfunction alarm was reported by the customer, identified with the code malf 12. There was no reported adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the customer with the reset, and confirmed that the malfunction did not recur. Customer was advised to continue using the pump and to reach out if the issue arises again.